Event description:
Per medical records: it was reported that on (B)(6) 2012 the patient underwent a fusion procedure in which rhbmp-2/acs was used. Some time post-op patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.